Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse from whitfield family practice reported that the customer was having issues with his insulin pump turning off and alarmed no delivery. Patient was home and insulin pump was not available to do troubleshooting. No further information provided.